Event description:
Additional information received reported the patient did have a pre-existing condition, that may have contributed to the event. No a dditional adverse patient effects were reported.

Manufacturer narrative:
B5 and b7 were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 6 years post implant of this 23mm aortic bioprosthetic valve, the patient experienced a non-st-segment elevation myocardial infarction (nstemi) and was admitted due to unstable angina and blood-tinged sputum. It was reported that the patient underwent a left heart catheterization (lhc) on (B)(6) 2021 and a percutaneous coronary intervention (pci) on (B)(6) 2021. It was further noted during a follow up on (B)(6) 2021 that the patient had no chest pain, pressure or dyspnea. No additional adverse patient effects were reported.